Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the probe tip able to be retrieved from the patient tissue? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. Is the broken probe tip being returned with the probe or was it discarded? Tip was not retrieved. Do you know if the probe tip was removed with the specimen, or is there a possibility it was left in the patient? I¿m unsure if the tip is in the specimen or in the patient. Further information was requested and the following was obtained: what were the indications for surgery? Colo-rectal cancer metastases. Was any imaging performed to identify if the tip remains in the patient? MRI to be scheduled at a later date. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current patient status? Patient going home in 1-2 days. There is another case next week so I hope to have an update then. (Related to imaging/patient status).

Event description:
It was reported by that during a liver resection procedure, two probes were secured to a probe clip for pre-transection coagulation (ptc); 90-95w, 30s. Within first two minutes they received reflective power error on one of the probes. Advised staff to ensure probe was properly buried in tissue, per IFU. When probes were removed from tissue, it was noticed that a portion of the probe tip was missing. Probe was removed, a new probe was tested and the procedure continued.

Manufacturer narrative:
(B)(4). An update on patient status was requested and the following response was received: I spoke with the physician. Follow-up CT looked good, but it was hard to see if the probe tip was in the patient.

Manufacturer narrative:
(B)(4). Device and data evaluation: call home was reviewed. This was a liver ablation/surgical case with 16 deliveries. Power used was from 65-90w. Two probes were used. Complaint probe, probe (B)(4), was used in channel 3. Probe issued 8 reflected power errors and was replaced after 2:45 of ablation (85-90w). The peak temperature was 170c for this probe. It was replaced with another probe. Probes 2 and 3 still issued reflected power errors. These errors are normal for surgical ablations, since the probes can come out of contact with the tissue. Probe (B)(4) (13 uses) was investigated at neuwave. The probe's tip was broken off and missing. Charring could be seen on the ceramic. The reflected power errors and broken probe tip were verified in call home and at neuwave. The root cause of this issue is unknown. Lot ml18023293, work order (B)(4) was reviewed. Probe sn (B)(4) had fep damage near the probe handle, and probe sn (B)(4) failed the arc test. There were no other issues during the manufacturing or testing of this lot. Additional information provided: I just spoke with the surgeon, no follow-up imaging has been performed. As soon as I have an update I will be sure to let you know. Tip was not retrieved from patient. I could not see the probes when they were placed in the pt (2 attendings and 2 residents blocking my view). Probe clip was utilized. Another update on patient status was requested. The sales rep informed that she has not received any updates on the patient, but will provide the information if it becomes available.